Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported experiencing blood glucose (bg) levels between 300-500 (mg/dl) and trace ketones. Pump boluses were delivered to address bg levels. Due to the occlusions occurring in the past, troubleshooting to determine their source was unable to be performed.